Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported unstable stent was not confirmed; however, it was noted that the stent was not located between the markers. Based on analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that could have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.

Event description:
It was reported that during preparation, it was noted that the multi-link 8 stent was not between the markers and was pushed distally over the tip of the stent delivery system catheter. There was no resistance noted during the removal of the protective sheath or stylet. The device was not used on the patient. A vision stent and another multi-link 8 stent were used to complete the case. No additional information was provided.